Manufacturer narrative:
Investigation: samples received: (B)(4) unopened pouches. Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units of this code-batch. We have received (B)(4) closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. Diameter result conducted on the samples received is 0.279 mm in average and fulfils the requirements of the european pharmacopoeia (ep) for this size and thread: 0.250 mm < xave < 0.339 mm. Diameter average value is in the medium range of ep requirements for this thread and usp 3/0 size. Additionally, we have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 2.89 kgf in average and 2.70 kgf in minimum (ep requirements: 1.79 kgf in average and 0.91 kgf in minimum) final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the threads like 4/0 monosyn other than 3/0. The reporter indicated that upon opening the package it was felt by the doctor that the thread is like 4/0 monosyn rather than 3/0 monosyn. The event occurred prior to use with no patient involvement.